Manufacturer narrative:
The report field event of bvvi was confirmed. The device was returned, and it was found to be at eos (end of service) when received. The cause of the backup operation could not be determined due to the device image being corrupt. Additional findings were confirmed with the lab. A longevity calculation was performed, and the battery depleted prematurely based on default settings and usage. The cause of the premature depletion remains undetermined.

Event description:
Related manufacturer reference number: 2017865-2021-11115. It was reported that the implantable cardioverter defibrillator exhibited inappropriate shock. During the emergency follow-up, it was noted that the device was found in backup operation. The device was unable to be reprogrammed therefore, a procedure was performed. During the procedure, it was discovered that the right ventricular lead was worn, and the tip was damaged. The lead and device were removed and replaced. The patient was in stable condition.